Manufacturer narrative:
Additional information received indicated that the patient had a medical history of hypertension. The patient was on an antiplatelet regimen. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: approximately thirteen months post stenting to the proximal, middle and distal of the left superficial femoral artery with two smart control stents and one smart stent without any issues, it was reported the patient developed angina pectoris and percutaneous coronary intervention (pci) was performed. The patient recovered. At the time of stenting procedure, the target lesion was mildly calcified and tortuous. The rate of stenosis was 100%.this is a case from (B)(4) smart pms for sfa and the case number is (B)(4). Additional information received indicated that the patient had a medical history of hypertension. The patient was on an antiplatelet regimen. Product file: (B)(4). The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. The patient was at high risk for progression of arterial disease based on the medical history that included hypertension. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Event description:
Approximately thirteen months post stenting to the proximal, middle and distal of the left superficial femoral artery with two smart control stents and one smart stent without any issues, it was reported the patient developed angina pectoris and percutaneous coronary intervention (pci) was performed. The patient recovered. At the time of stenting procedure, the target lesion was mildly calcified and tortuous. The rate of stenosis was 100%.this is a case from (B)(4) smart pms for sfa and the case number is (B)(4).

Manufacturer narrative:
Gtin#: (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2015-00021 and 9616099-2015-00022.